Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
The user reported elevated blood glucose following a dinner announcement. Infusion set showed no leaks or malfunctions, and no device alarms were present. Fingerstick confirmed glucose of 310 mg/dl.